Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display after it has been exposed to moisture. Customer also reported to have received a motor error and the insulin pump had a keypad anomaly. Unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc, act, and down arrow button. Connector was inspected and locked on lcd board. No button error alarm and time clock anomaly noted during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and insulin pump error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.